Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 24 synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal part of the stent got flared. The procedure was completed with another of the same device. No patient complications nor injuries were reported.